Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump continues to drip insulin during the load reservoir process. The customer¿s blood glucose level was 138 mg/dl. The customer states when she fills up the reservoir and put it into the pump and hit next for it to load it takes up all the insulin she also states it comes out the tubing and the information says she have 120 units but the when she checks the reservoir it¿s 20 units. The customer states insulin began to drip continuously even after the motor stopped. The customer states the load reservoir process did not complete without insulin exiting the tubing, insulin did exit out of the tubing. Advised customer to discontinue use of the pump. Advised customer to revert to back up plan. Troubleshooting was performed for reservoir and tubing process. The insulin pump will be returned for analysis.